Event description:
It was reported that the insulin pump buttons were unresponsive. Customer stated the act button was sticking and needs to press it 5 times to work. Customer's blood glucose was 6.3 mmol/l. No further information provided.

Manufacturer narrative:
Insulin pump was received with intermittent button response due to flatten the entire buttons dome switch. No stuck button noted. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.